Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported during an intraocular lens (iol) implant procedure, the surgeon noticed scratch on the iol optic surface. The lens was removed during initial procedure and replaced with another lens. No patient harm was reported. Additional information was requested.

Manufacturer narrative:
Additional information was provided in d.9., h.3., h.6. And h.11. The product was returned for analysis and the reported complaint was observed. Iol returned in two segments wrapped in surgical fabric inside an opened company pouch. Solution is dried on the intraocular lens (iol). Both haptics are intact. The optic is torn or split cut dividing the iol in two and scratched or marked rejectable. We are unable to determine the root cause for the reported complaint, scratch on the iol optic surface. The returned iol has solution dried on the iol. The product was subject to handling as the reported complaint was highlighted post implantation and the observed damage is consistent with lens having been explanted. All iols are 100 percentage cosmetically inspected as per approved manufacturing procedures and the observed damage would not meet our current release criteria. Based on these investigation findings, we are unable to verify if the iol contributed to the event. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).